Event description:
Procedure type: renal transplantation. According to the reporter: a continuous (running) stitch had been performed on the anastomosis and the initial operation had been completed properly without any difficulties. Ten hours after the initial operation was completed, the patient was brought back into the operating room due to complications. Bleeding was observed from the renal artery during the re-operation. The doctor had stated that the anastomosis bled because the suture had become loose. The doctor also stated that he thought the suture had broken post-operatively. The doctor stated that the tissue and suture from the initial anastomosis were removed during the re-operation, however, they were not retained. The patient expired in 2007.

Manufacturer narrative:
Reportedly, it is unknown what lot and reorder code of suture were used during the procedure and had broken post-operatively. The following lots and reorder codes were returned for analysis: lot numbers- t6l105j and t6k19j; lot number- t7c0294j. The samples returned were tested and exceeded the required specifications.